Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was assisted with programming the transmitter the ID into the insulin pump. Customer's most recent blood glucose was 120 mg/dl. Customer also mentioned he had a low blood glucose reading of 35 mg/dl on (B)(6) 2013. Customer was not hospitalized or seriously injured. Customer was given a glucose injection through tubing to raise his blood glucose. Customer stated that it was a hot day and he was not eating well. Customer stated that he had no concern about the pump after being offered troubleshooting.